Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up increased pacing lead impedance and increase in capture threshold were observed. Performing isometric test and pocket manipulation were suggested. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped and replaced.